Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the programmer showed a power on reset (por) message, and the patient was in excruciating pain because of it. They had not been around heavy medical equipment nor had any tests done. They saw their manufacturer representative in (B)(6) 2020 and were informed that the stimulator battery was at 62%. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.